Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support cap. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Insulin was squirting out during the manual prime process. His/her blood glucose level was not reported. The product will return. Nothing further to report.